Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 22, 2020. It was reported that the ins was moving in the pocket a lot and they still hadn't been able to charge the ins since the last time they called patient services ((B)(6) 2020). The patient reported they didn't have a physician managing their device, so physician listings were sent to the patient. It was reviewed to have their physician to check the ins and pocket site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting about three weeks prior to the report, the patient started getting a poor communication screen intermittently. The screen would should poor communication, but then the patient would be able to charge. The patient thought that she was able to charge the week prior to the report. At the time of the report, the patient was not able to connect either the recharger or the patient programmer to the implantable neurostimulator. An antenna locate session was performed which at first yielded a result of 52 and then the patient was able to get to the 80s, but then again, the patient was not able to get above 50. The patient indicated that she has been falling a lot which was not related to the device or therapy; however, the patient had a really bad fall about three weeks prior to the report and the patient felt like the implantable neurostimulator had moved in the pocket. The patient was redirected to her health care professional to have the implantable neurostimulator interrogated post-fall. There were no patient symptoms or complications reported.